Manufacturer narrative:
A ge rep evaluated the system and tightened video cable connectors. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the left monitor is not working. No pt injury was reported.